Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. Approximately a week later the ear became infected at the piercing site. Consumer sought medical attention, the earring was removed and consumer was placed on antibiotics.